Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through wire guide to desired position after ercp, user started to release the stent while found out the stent cannot be deployed after handle pulled back. User retracted the delivery system and stent from patient ,and found out the sheath broken. User changed another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: what is the reorder number of the wire guide used with this device? Metii-35-480 if not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. None did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Annex g: g04122 - stent. Device evaluation: the zilbs-635-10-8 device of lot number c1743050 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 26th january 2021. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device at approximately 28.0 cm from the distal end, a separation of the outer sheath (clear section and coiled section) was observed. The device lushed as expected and a 0.035¿ wire guide passed without issue. The red safety lock was not returned. In attempting to deploy the stent, the handle was moved to the hub, but the stent was not deployed due to a separation in the outer sheath. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1743050 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1743050. There is no / is evidence to suggest the user did not follow the ifu0065-3. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. Also, from the available information it is known that the device was in a tortuous position when positioned at the location of the stricture. These factors may have contributed to a separation in the outer sheath. Summary: complaint is confirmed as the failure was verified in the laboratory. A separation of the outer sheet was observed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as the investigation was completed on 05-mar-2021. Initial report details: user advanced the device through wire guide to desired position after ercp, user started to release the stent while found out the stent cannot be deployed after handle pulled back. User retracted the delivery system and stent from patient ,and found out the sheath broken. User changed another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. What is the reorder number of the wire guide used with this device? Metii-35-480 metii-35-480. 2. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes. 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes. 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v tjf-260v. 6. Please describe the location in the body where the stent was to be placed. Common bile duct. 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No.. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. None. 11. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
PMA/510(k) #: (B)(4). Device evaluation the (B)(4) device of lot number c1743050 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device at approximately 28.0 cm from the distal end, a separation of the outer sheath (clear section and coiled section) was observed. The device lushed as expected and a 0.035¿ wire guide passed without issue. The red safety lock was not returned. In attempting to deploy the stent, the handle was moved to the hub, but the stent was not deployed due to a separation in the outer sheath. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for (B)(4) of lot number c1743050 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1743050. There is no / is evidence to suggest the user did not follow the ifu0065-3 root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. Also, from the available information it is known that the device was in a tortuous position when positioned at the location of the stricture. These factors may have contributed to a separation in the outer sheath. Summary complaint is confirmed as the failure was verified in the laboratory. A separation of the outer sheet was observed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to a corrections to the completed investigation annex codes.

Event description:
Supplemental follow-up report is being submitted due to the receipt of the device and device evaluation on 26-jan-2021. Initial report details: user advanced the device through wire guide to desired position after ercp, user started to release the stent while found out the stent cannot be deployed after handle pulled back. User retracted the delivery system and stent from patient ,and found out the sheath broken. User changed another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. What is the reorder number of the wire guide used with this device? Metii-35-480 2. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v tjf-260v 6. Please describe the location in the body where the stent was to be placed. Common bile duct 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. None 11. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
PMA/510(k) #: k163018 complaint device was returned and evaluated on 26-jan-2021. Separation of the outer sheath was confirmed. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.